Event description:
It was reported that during a stenting treatment procedure, a shaft break occurred. Vascular access was obtained via the right femoral artery. The de novo, 80% stenosed eccentric 3.0x8.0mm target lesion was located in the left anterior descending artery. Pre-dilation was performed with a non-compliant 2.0x2.0mm balloon; residual stenosis remained at 80%. The 3.0x8.0 promus element coronary drug-eluting stent system was advanced without resistance. While introducing the device inside the patient, the "shaft of the stent was released". The procedure was not completed. There were no patient complications reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: visual and microscopic examination of the returned device revealed the shaft was not broken. Kinks were identified along the entire length of the hypotube. The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, a shaft break occurred. Vascular access was obtained via the right femoral artery. The de novo, 80% stenosed eccentric 3.0x8.0mm target lesion was located in the left anterior descending artery. Pre-dilation was performed with a non-compliant 2.0x2.0mm balloon; residual stenosis remained at 80%. The 3.0x8.0 promus element coronary drug-eluting stent system was advanced without resistance. While introducing the device inside the patient, the "shaft of the stent was released". The procedure was not completed. There were no patient complications reported and the patient's status is stable.

Manufacturer narrative:
Device is combination product.(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).